Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the bleeding did not stop during a transfemoral catheter angiography (tfca) procedure with the use of a 5f mynx control vascular closure device (vcd). There were no reports of patient injury. The issue occurred despite following the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the bleeding did not stop during a transfemoral catheter angiography (tfca) procedure with the use of a 5f mynx control vascular closure device (vcd). There were no reports of patient injury. The issue occurred despite following the instructions for use (IFU). Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were fully depressed. The stopcock was found in the open position with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. Additionally, a non-cordis sheath was found inserted onto the device. The balloon was retracted, and the core wire was present, while the atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. As stated in the IFU, which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.